Manufacturer narrative:
Follow-up #1: date of submission 19-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 12-apr-2018 with the following findings: a review of the black box and alarm history showed call service 208 glucose above user limit warnings. The user settings showed the continuous glucose monitoring low limit alert was enabled and set to 70mg/dl with a 90 minute snooze time. Unrelated to the original complaint, the battery compartment was cracked at the threads on the side. No alarms occurred during the investigation. A test call service 208 warning was simulated with a 100mg/dl threshold an a 30 minute snooze time. The pump emitted the appropriate call service 208 warning with auditory and vibratory alarms. The pump emitted another call service 208 warning 30 minutes after the first call service 208 alarm was confirmed. The warning snooze feature functioned properly. The inaccurate snooze time complaint was unable to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged the low blood glucose alarm snooze was set to 90 minutes but pump alerts after 10 minutes. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.